Event description:
A malfunction was reported with the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. Customer was informed to continue using the pump and to call back if the issue reappeared, and they acknowledged this instruction.